Event description:
Caller indicated the relion micro meter was giving variable readings. (B)(6) 2012 caller took insulin based on her evening readings which ranged from 179-299, and she woke up in the middle of the night with symptoms of low bg so she went to the kitchen and had something to eat. She feels this happened because she took too much insulin based on readings that were too high. Controls not used. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.